Event description:
It was reported that during routine check cardiosave intra aortic balloon pump(iabp), battery calibration was required. There was no patient involved.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code, component codes). A getinge field service engineer (fse) evaluated the unit and performed battery calibration. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.